Event description:
It was reported that during kit inspection the unit was blunt. Failure to cut was confirmed after final investigation. There is no patient involvement. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to fail the sample graft cut and had a damaged cutter. The cutter was replaced and resolved the reported issue. It was noted that the device has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: austria.